Manufacturer narrative:
See scanned pages.

Event description:
Literature: elias wj, sansur ca, frysinger rc, sulcal and ventricular trajectories in stereotactic surgery. J neurosurg. 2009;110(2):201-207. Summary: a total of 258 sides were treated with dbs in 143 pts. Vascular events from electrode insertion were recorded after review of all postoperative magnetic resonance imaging and radiological reports. A total of 15 intracerebral events were reported. One pt experienced a nonhemorrhagic intracerebral event with no symptoms. It was reported that nonhemorrhagic vascular events probably represented regions of ischemia, venous congestion or edema. See MFR report #: 2182207-2009-03158.